Event description:
It has been reported to philips that the equipment did not turn on. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the mother board of the m cabinet and the mpd control unit was failing. The mother board of the m cabinet and mpd control unit were replaced and now the system is returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. During preventive maintenance, fse found that the start-up control unit is damaged and there was a problem with single board card as well as the back panel of the m cabinet. To resolve the issue, fse changed the chameleon power supply, replaced the single board computer and the mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.